Event description:
It was reported that a user of the libre 3 plus sensor experienced a ¿could not read¿ alert and inability to obtain glucose readings, and the agent guided re-scanning which restored sensor function. The user also reported changing insulin pump supplies at the same time as the sensor, and was advised that the systems are independent unless expirations coincide. No reported symptoms or adverse clinical effects. Outcomes included successful restoration of sensor readings after re-scan and user education on proper handling. Investigation included troubleshooting and education through customer support. Investigation of this case revealed that sensor communication recovered after re-scan and that user practice contributed to confusion about coordinated changes. It was concluded that the event involved transient sensor unavailability that resolved with re-scan, with no product performance failure of the ilet pump and no clinical harm.